Event description:
It was reported that the pt implanted with the ins (implantable neurological stimulator) lost stimulation after a car accident. During examination in the ambulance there was no telemetry with the programmer or the recharger. At x-ray it looks like the electrodes moved a few centimeters. A revision was planned. During revision telemetry was attempted with the device outside the neurostimulator pocket, but again there was no signal from the device. The device was disconnected, an impedance measurement was done with an ens to check the electrodes, which were ok. A new device was connected to the electrodes. An impedance measurement was checked again, and everything worked ok. The pt was seen in follow up 2009. She was fine and was happy with the stimulation working again. The pt was able to recharge the device.

Manufacturer narrative:
The device was returned for analysis which was not complete as of the date of this report. A follow up report will be submitted when device analysis is complete.